Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) medical center. (B)(6) md. Operative report. Resident surgeon: (B)(6) md. (B)(6) md. Preoperative diagnoses: term intrauterine fetal demise; suspected abruption/uterine rupture secondary motor vehicle accident. Postoperative diagnoses: term intrauterine fetal demise. Uterine rupture. Placental abruption. Transection of right interphalangeal joint ligament. Procedure: supracervical hysterectomy with rso. Repair of traumatic abdominal wall hernia. Delivery of abdominally located fetal demise. Anesthesia general. IV fluids: six liters of normal saline. Estimated blood loss: 4200. Transfusions: ten units of packed red blood cells intraoperatively, 4 units of ffp, 5 buttons of platelets, 10 units of cryo and 4.8 milligrams of factor vii. Counts were reported as correct. Findings: intra-abdominal fetal demise. Uterine rupture through the right broad ligament. Disruption of the right ip ligament. Traumatic abdominal wall hernia. Avulsion of the sigmoid colon from the left peritoneal sidewall. Specimens: term fetus with placenta. Urine output 750 milliliters with gross hematuria prior to the case and clearing throughout the case to completely clear at case termination. Condition upon leaving the or: the patient remains in the or for fixation of the left femur fracture by orthopedics. Additional comments: dr.(B)(6) and dr. (B)(6) scrubbed throughout procedure. Procedure: ¿the patient was taken to the operating room where general anesthesia was obtained without difficulty. She was prepped and draped in usual sterile fashion, placed in dorsal supine position. A midline incision was created from 2 centimeters, 2 fingerbreadths above the symphysis pubis and carried out approximately 7-8 centimeters above the umbilicus. This was carried down to the underlying fascia which was incised with the scalpel along its axis. Kocher clamps were then used to elevate the fascial incision and the remainder of the underlying incision was opened. At this time the peritoneum was identified and entered sharply with metzenbaum scissors. At this time approximately 3 liters of blood and clot were removed from the patient¿s abdomen. Inspection of the abdomen and pelvis revealed the findings noted above. The abdominally- located fetal demise was removed with the placenta intact. Following this the uterus was exteriorized and a right-sided uterine rupture through the broad ligament was identified. There was some belief that we could salvage the uterus with repair but upon attempting to repair the uterine rupture, hemorrhage was evident and the decision was made to perform hysterectomy. The two broad ligament claps were placed bilaterally on the uterus. The right round ligament was noted to be traumatically transected. This was suture ligated to obtain hemostasis. At this time the broad ligament which was traumatically damaged was further opened to the midline and it was also opened posteriorly and the ureter was easily identified. Curved heaney clamps were passed across the utero-ovarian ligament. This was transected and suture ligated with 0 chromic and the ip ligament was tagged for later inspection. At this time the round ligament on the contralateral side was identified, suture-ligated, transected and the anterior leaf of broad ligament was brought to the midline and in conjunction with the previously dissected the broad ligament to open the bladder flap. The posterior leaf of the left broad ligament was then opened and the ureter on contralateral side was identified. Following this a traumatic injury to the right uterine artery was noted in two locations. These were immediately clamped, suture ligated with hemostasis noted. At this time the uterine artery on the left side was skeletonized, clamped with a curved heaney clamp, transected and suture ligated with excellent hemostasis. Following this the right infundibulopelvic ligament was identified. The ureter was followed superiorly and noted to be free of our traumatic injury to the ip. The infundibulopelvic ligament was doubly clamped with a curved heaney clamp, free tie and stick tie ligated with excellent hemostasis. The peritoneal bed of the ip ligament had some mild oozing which was controlled with pressure. Following this there was a further extension of the uterine rupture down the right sided posterior aspect of the cervix and into the vagina. This laceration was reapproximated with 0 pds in a running locked fashion and excellent hemostasis was noted. Following this inspection of the uterus revealed the lower uterine segment and cervix and curved heaney clamps were passed supracervically and the uterus was then transected and removed. The cervix was then closed and with several figure-of-eight sutures of 0 vicryl with adequate hemostasis noted. Following this after adequate hemostasis, general surgery who had previously scrubbed and came to the operative field and did a thorough inspection of intra-abdominal anatomy. Please see their operative note for full dictation. After this, we irrigated the pelvis and abdomen with copious amounts of warm normal saline and identified a few other pinpoint bleeders which were controlled with figure-of-eight sutures. There was some oozing along the cervical margins. This was controlled with figure-of-eight sutures and electrosurgical instrument. Following this, a 5 x 8 centimeter piece of gelfoam was placed across the cervical stump and the bladder flap was laid across the cervical stump and gently reapproximated to the cervical peritoneum. Following this, an additional inspection of the abdomen by general surgery revealed a traumatic left-sided abdominal wall hernia. This was repaired by surgery. Please see their operative note for details. Following this portion of the procedure, all instruments and moist laparotomy sponges were removed from the patient¿s abdomen and the abdomen was again irrigated with copious amounts of warm normal saline. An inspection of the abdomen and pelvis revealed adequate hemostasis and the omentum was laid intact back over the bowel and the abdominal incision was closed in a mass closure technique including rectus muscle and fascia and peritoneum using loop pds in a running fashion. Following this, prior to full fascial closure a sub fascial jp drain was placed and exited the patient¿s skin on the right side. Following this, after complete closure of the fascia, an additional jp drain was placed super fascially in the subcuticular fat layer. This jp drain exited the patient¿s skin from the left side. After this the subcuticular fat layer was closed with several interrupted sutures of 2-0 vicryl and the skin was closed with staples. Sponge lap, needle counts were correct x 2 and the patient remained in the or for evaluation by orthopedics. Please see their dictation for full details.¿. (B)(6) 2006: [missing records: operative report for hernia repair was not provided.]. (B)(6) 2007: (B)(6) medical center. (B)(6) m.d. Operative report. Preop diagnosis: incarcerated ventral hernia, recurrent. Adhesions. Postop diagnosis: incarcerated ventral hernia, recurrent. Adhesions. Operation performed: open repair of recurrent incarcerated ventral hernia with dual mesh and lysis of adhesions. Est. Blood loss: 150 cc. Replaced: none. Packs and drains: 10 mm jackson-pratt x 3. Lap count and instrument count: correct. Indications for surgery: this is a 34 year old african american female who is obese with a history of a ventral hernia that was repaired at the time of a mvc. The patient was at 38 weeks gestation and lost the baby. The hernia came back several weeks after procedure, which was approximately a year ago and is noted to have a hernia. She was seen by me for the first time last month and a CT scan revealed a hernia and a site of a previous repair and she was scheduled for repair. Findings: see below. Procedure in detail: ¿after informed consent was verified, the patient was taken to the operating room and placed in the supine position. Appropriate monitoring devices were situated. She was sedated and intubated without incident. We made an incision over the hernia sac, which was on the left lower side of her abdomen. This incision was made approximately 15 cm long and was made with a 10 blade. We then used electrocautery to dissect down to the hernia. The hernia sac was entered and noted to contain the colon. The colon was densely adhered to the sac and was reduced into the abdomen. We then clearly defined her fascial margins and proceeded to place a vortex [sic] dual mesh. It was secured with a combination of alar suture tacks and 0 prolene. We then placed a drain above the mesh and proceeded to reapproximate the muscular fascial layers overlying the repair. The drains were placed in a subcutaneous tissue as well. They were secured with 2-0 nylon. The skin was stapled. Please note that there were multiple adhesions that had to be taken down during the process of prolucidating this hernia and multiple sutures removed from previous repair. The patient tolerated the procedure well and was sent to the recovery room in stable condition.¿. (B)(6) 2007: [facility ni]. Implant sticker. Gore-tex dualmesh biomaterial. Item #: [illegible]. Lot#: [illegible]. The records confirm a gore® dualmesh® biomaterial ([illegible]/ [illegible]) was implanted during the procedure. (B)(6) 2007: [facility ni]. (B)(6) [ni]. Progress record. Preop diagnosis: incarcerated ventral hernia (recurrent). Adhesions. Post-op diagnosis: same. Procedure: open repair [illegible] (dual mesh) goretex. Lysis of adhesions. Drains-packing: drain jackson pratt x 3. Asa score = p2. (B)(6) 2007: (B)(6) medical center. (B)(6) md. Operative report. Preop diagnosis: recurrent incarcerated incisional hernia. Postop diagnosis: recurrent incarcerated incisional hernia. Operation performed: repair of recurrent incisional hernia. Removal of prosthetic mesh. Est. Blood loss: 50 cc. Replaced: none. Packs and drains: 10 mm jackson pratt drain. Lap count and instrument count: correct. Indications for surgery: this is a black female with a history of mvc while 8 months pregnant and lost the baby. She was noted to have a hernia in the left lower quadrant which was repaired at the time of exploration at umc. She had subsequent recurrence of the hernia that was repaired with prosthetic mesh approximately 4 months ago. She now presents with recurrent incarcerated hernia. Findings: see below. Procedure in detail: ¿after informed consent was verified, patient was taken to the operating room and placed in the supine position. Appropriate monitoring devices were situated. She was the sedated and intubated without incident. She was prepped and draped in the usual surgical fashion. We made an incision through the previous scar and dissected down to the level of the hernia. It was then carefully dissected out sharply and bluntly. We encountered a mass that was approximately 8 cm in diameter. Once this was clearly defined, it was thought to be the mesh that had rolled up. There was no obvious bowel contents as had been suspected. This mesh was removed and the underlying tissue appeared to be intact with no obvious incarcerated hernia. We then proceeded to place a 10 mm jackson pratt drain and secured it inferolaterally to the incision. The incision was then reapproximated in layers using 0 tycron and staples on the skin. The patient tolerated the procedure well, was awakened, extubated and taken to the recovery room in stable condition.¿. (B)(6) 2009: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia, extensive adhesions. Name of operation: laparoscopic ventral incisional hernia repair with mesh, lysis of adhesions. Findings: there was a large shallow ventral incisional hernia in the midline, periumbilical area. There were multiple adhesions. There was no hernia in the left lateral abdomen where the patient had previous hernia repair. Specimen: none. Blood loss: 50 cc. Informed consent: I have discussed risks, benefits, side effects and reasonable alternatives, including possible results of not receiving treatment, potential problems related to recuperation and the likelihood of achieving goals with the patient/caregivers. Informed consent was obtained. Dvt prophylaxis: intermittent pneumatic compression devices on the operating room table and postop. Subcutaneous heparin postop. Antibiotic prophylaxis: IV ancef was ordered to be given in the preop holding area and one dose will be given postop so there will be less than 24 hours of prophylactic antibiotic. Beta-blocker consideration: the patient was not on a beta-blocker. Hair removal consideration: there was no hair removal. Description of procedure: ¿the patient was placed on the table in a supine position. After general anesthesia was induced, the abdomen was prepped with duraprep and draped in usual sterile fashion. The first incision was in the left upper quadrant laterally and a direct cut down was on the peritoneal cavity under direct visualization. The abdomen was insufflated to a good symmetrical pneumoperitoneum. Laparoscopic camera was inserted. The next incision was in the right upper quadrant because there was really no space for other trocars at this point in the left side of the abdomen so I had to move the camera over to the right upper quadrant and lyse adhesions and also place a 5 mm trocar in the abdomen laterally and use this to lyse the multiple adhesions. Finally all the adhesions were taken down. One more trocar was placed in the left mid abdomen laterally, a 5 mm trocar. A secure edge of mesh, 9 x 7 inches, was chosen and it was just trimmed a little bit to contour to the patient¿s individual anatomy. It was tagged with full thickness fascial stitches, passed with a suture passer to the abdominal wall. These were 0 ethibond and 0 gore-tex stitches and six of these type stitches were applied. Then the hernia tacker was used to tack the mesh circumferentially. There was one place that I thought one more stitch would be beneficial and this was placed in the right lower abdomen. The trocars were removed and I detect no bleeding from trocar sites. The fascia of the first incision was closed with 0 pds and the wounds irrigated. The skin of each incision closed with interrupted 4-0 monocryl subcuticular stitches. Dermabond was used to reinforce the skin closure and to serve as the dressing. The patient tolerated the procedure well and was removed from the table in good condition.¿. (B)(6) 2009: (B)(6) hospital. Post-operative progress note. Primary surgeon: spears. Preoperative diagnosis: midline hernia, abdominal pain. Post-operative diagnosis: same, extensive adhesions. Procedure: laparoscopic ventral hernia repair with mesh, lysis of adhesions. Complications: none. Findings: large shallow ventral incisional hernia midline. Specimens removed: none. Estimated blood loss: 50 cc. (B)(6) 2009: (B)(6) hospital. Implant sticker. C-qur mesh. (B)(6) 2010: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: painful scar versus hernia, left upper quadrant. Postoperative diagnosis: painful scar versus hernia, left upper quadrant. Name of operation: excision of painful scar and repair of hernia, left upper quadrant. Anesthesia: general. Md assistant: none. Complications: none noted. Findings: as above. Specimens: old scar. Estimated blood loss: 10 cc. Informed consent: I have discussed risks, benefits, side effects and reasonable alternatives, including possible results of not receiving treatment, potential problems related to recuperation and the likelihood of achieving goals with the patient/caregivers. Informed consent was obtained. Deep venous thrombosis (dvt) prophylaxis: intermittent pneumatic compression devices on the operating room table and postoperatively. Antibiotic prophylaxis. Intravenous (IV) ancef was ordered for the preoperative holding area and less than 24 hours will be given total for true prophylaxis. Hair removal issue: there was no hair removal. Beta-blocker consideration: the patient is not on a bet-blocker. Description of procedure: ¿the patient was placed on the operating table in the supine position. After general anesthesia was induced, the abdomen was prepped with duraprep and draped in the usual sterile fashion. The previous area of pain for the patient was marked in the preoperative holding area with the patient to assist in marking. The incision was made in this area. The old scar was excised. There was some suture material within the scar. I saw no definite infection. I dissected down to the fascia, and there was a partial fascial defect or small hernia. This was closed with 0 ethibond interrupted stitches. The wound was well irrigated. The subcutaneous tissue was approximated with 3-0 vicryl. The skin was closed with a running 4-0 monocryl subcuticular; the closure was reinforced with dermabond, which also served as a dressing. The patient tolerated the procedure well and was moved from the table in good condition.¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh had rolled up, mesh removal, additional surgery to repair. Additional event specific information was not provided.